Event description:
Procedure: flap. According to the reporter: the clips are continually misfiring - they are tearing vessels, etc. Not a uniform misfiring - sometimes first clip, sometimes a few clips in but almost always happens, and causes trauma.

Manufacturer narrative:
(B)(4).